Event description:
The surgeon reports that the cautery machine may have activated on its own during a procedure and caused a small laceration to the patient's left arm which required 3 stitches.====================== health professional's impression======================the surgeon reports that the cautery machine may have activated on its own during a procedure and caused a small laceration to the patient's left arm which required 3 stitches. However, other staff members in the or at that time indicate that the device may have been inadvertently activated.